Event description:
A report was rec'd that a pt had his precision system explanted due to an infection. The pt was treated with oral and IV antibiotics. The pt is reportedly doing well following the procedure.